Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. Further information requested, not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000086336.

Event description:
It was reported that the patient was unable to set their ipg into MRI mode. Diagnostics revealed high impedance on one lead. As a result, surgical intervention was undertaken on (B)(6) 2023 where the lead was replaced to address the issue. It is unknown which lead has high impedance.